Event description:
The customer reported via phone call that the insulin pump had a blank display with visible moisture in the screen. The customer stated that he had fallen into a pool with the insulin pump, and after about 5 minutes the device was fine before the screen went blank. He removed and reinserted the battery, and the insulin pump alarmed unexpected restart. The customer did not know the blood glucose reading. He also noted that the keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The button/keypad anomaly and unexpected restart alarms could not be verified due to the blank display. The insulin pump was also received with a minor scratched display window, and cracked reservoir tube lip.